Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product investigation indicates that the allegation was not confirmed. The returned product completed baseline testing and no anomalous condition was observed. All testing completed on the device passed or was not applicable, therefore no problem was detected. There is no indication the device manufacturing process contributed to the reported complaint. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and sepsis. The patient using the ICD was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.